Event description:
A surgeon reported a broken intraocular lens (iol). The box remained sealed and there was no pt involvement.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested and received.